Event description:
The customer reported that the unit was not recognizing the batteries.

Manufacturer narrative:
The customer reported that the unit was not recognizing the batteries. The unit was evaluated at philips, and the failure was verified. It was found that the cable to the battery pca was disconnected. The cable was reconnected. The unit passed all post-service testing and was returned to the customer site.